Event description:
A medtronic representative reported that he was informed by the site of an inaccuracy during an occipital craniotomy. He was told that the surgeon aborted navigation after going sterile because navigation was suddenly inaccurate (localizing too deep post incision). The staff suspected that the reference frame arm may have moved while applying sterile tegaderm during draping and sterile frame placement. The surgery proceeded without navigation. There was no reported impact to the outcome of the patient.

Manufacturer narrative:
Patient weight was unavailable from the site. The software investigation found that the root cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided and the site did not wish to troubleshoot further. Per event description, the most likely cause was that the reference frame arm was moved during sterile draping.